Event description:
Device 2 of 4: ref MFR report: 1627487-2012-11710, -11712, -11713. It was reported the pt had an infection at the lead site in her forehead (off-label use). A culture was taken which revealed a staph infection. The physician placed the pt on IV antibiotics. It was reported the physician explanted the scs system. The pt had been referred to another physician for postoperative care.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.